Event description:
Patient was using phoenix device for management of mild erectile dysfunction. Reports mild bruising after application and over several days following worsening erectile dysfunction. Reports new onset pressure at tip of penis and "nerve pain" radiating down thighs and into pubic region as well. Reports worsening urinary dribbling and loss of sensation with voiding. Phoenix https://www.getmyphoenix.com/.